Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the display board on the spo2 monitor. Although requested there was no additional details provided by the customer . There was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the display board on the spo2 monitor. Although requested there was no additional details provided by the customer. There was no patient involvement.